Manufacturer narrative:
No product returned for eval. Should new relevant info becomes available, a follow-up supplemental report will be submitted.

Event description:
Received info regarding a cartridge alarm 19 during basal delivery. Prior to the reported event, the customer's blood glucose level was 190 mg/dl. The customer was able to reload the cartridge successfully.